Event description:
This case concerns a male patient of 5 years of age with unknown medical history. Due to chronic idiopathic constipation, the patient was initiated on transanal irrigation with peristeen plus in 2023. 6-7 weeks post-colostomy reversal, he developed bile vomiting for 4-5 days - every time a few hours following successfully tai procedure (no information about when tai was initiated after the reversal). The patient was advised to stop using tai and on (B)(6) 2025 the patient was hospitalized. The patient was diagnosed with enteritis (inflammation of the small intestine), which was the cause of vomiting. He was admitted for a total of 10 days. It is unclear which tests were done at the hospital, but the enteritis was treated conservatively and the patient recovered. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.